Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the device displayed a white screen upon power up and the keypad buttons were not functioning. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported conditions were verified. The cause of both conditions was determined to be the depleted real time clock battery on the processor printed circuit board (pcb). The processor pcb requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed an intermittent blank screen and had a non functioning keypad. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.